Event description:
Ous MDR - after an implantation period of about 36 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Signs of wear were found along the lead body. A visual inspection revealed a damaged insulation at the distal part of the lead and the conductor cable to the ring electrode was found fractured in this area. These damages can be regarded as root cause of the oversensing and subsequent shock delivery seen in the cardio report received for analysis with this lead. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as cuts into the lead body and the deformation of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.